Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm which occurred on the homechoice (hc) during use, during dwell. The homepatient (hp) stated that all the bags were still connected and she had not disconnected from the hc. The baxter technical service representative (tsr) explained the alarm and advised to close all the clamps, then cycle power to clear both the system error 2240 and 2367 alarms. The tsr advised the hp to either start over with new supplies or finish with manual exchanges. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).